Event description:
It was reported that during a sleeve gastrectomy procedure, at the fourth firing with device using a gold reload, plus peri strip and buttressing material; the surgeon mentioned that the first two cm at the beginning of the firing felt ok, but after that he felt like the stapler "crashed into a wall" and there was a tissue milking out situation. When the surgeon opened the jaws, he noticed that the first two cm part (proximal part) was cut into two, but without any staple line. All the staples of this gold cartridge were dispersed in an open shape. The other four cm of what left at the distal part weren't cut at all. As a result of this incidence, the surgeon had to use a suture in the part of the missing staple. After that, he continued and finished the procedure with the same instrument and all the other firings were normal. Either the instrument or the used reload were kept and sent to us. There were no adverse consequences for the patient reported. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the device and cartridge discarded? Response from affiliate: unfortunately both the echelon device and the cartridge were discarded and the complaint was reported after the event happened.